Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient advocate of the patient with this pacemaker system called technical services (ts) and reported a red alert was displayed that indicated that the pacemaker was operating in safety mode. The patient advocate stated that the device had been in safety mode since (B)(6) 2024 and the patient was asymptomatic. Ts educated the patient advocate on the device function while in safety mode and recommended for the patient to contact the device treating physician for further evaluation and next steps. At this time, the pacemaker remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that a replacement procedure was performed. This device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was expected to return to facility for analysis.

Event description:
It was reported that the patient advocate of the patient with this pacemaker system called technical services (ts) and reported a red alert was displayed that indicated that the pacemaker was operating in safety mode. The patient advocate stated that the device had been in safety mode since (B)(6) 2024 and the patient was asymptomatic. Ts educated the patient advocate on the device function while in safety mode and recommended for the patient to contact the device treating physician for further evaluation and next steps. At this time, the pacemaker remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that a replacement procedure was performed. This device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was expected to return to facility for analysis.

Event description:
It was reported that the patient advocate of the patient with this pacemaker system called technical services (ts) and reported a red alert was displayed that indicated that the pacemaker was operating in safety mode. The patient advocate stated that the device had been in safety mode since (B)(6) 2024 and the patient was asymptomatic. Ts educated the patient advocate on the device function while in safety mode and recommended for the patient to contact the device treating physician for further evaluation and next steps. At this time, the pacemaker remains in service. No adverse patient effects were reported.